Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging films were returned to manufacturer for evaluation.

Event description:
It was reported that, the patient underwent acdf at c6/7 to treat hernia. The patient consulted the physician eight months post-op and it was confirmed on x ray image that a screw was backed out over the locking wire and then migrated. The patient showed neither sign of infection nor pain, just feeling of discomfort. The patient will revisit two months later and the physician will perform revision surgery in case the migration is found advancing.

Event description:
It was reported that the screws are not moved and bone union was obtained as it is. The patient has no pain or symptom so revision surgery is not planned at present.

Manufacturer narrative:
Additional info: image review: c6-7 acdf performed with low profile interbody device. On initial post operative x-rays it appears that the device is not entirely implanted within the interspace. Successive x-rays show screw back out of the c6 screw and no progression of bony fusion. Patient noted to be a smoker. On one x-ray there appears to be a previous acdf at a higher level of the spine, also without bony fusion. Contributing factors to screw blackout include failure of fusion improper placement of hardware and possible device locking wire failure.